Event description:
The following has been reported: biomed reported: pump problem. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a sensor hardware failure. The device displayed a red pump service alarm after start up. A mock infusion could not be performed due to the red pump service alarm. Log files were reviewed and found multiple valve 1 and valve 2 leak failures. The device was opened to inspect for internal damage and perform functional testing. Admin set ID testing was performed and the device was able to detect both cassettes without failure. The pneumatics system was able to pass recharge testing but failed during hardware testing, displaying a gross tank leak failure. This failure is most commonly attributed to a valve 2 failure. To confirm the valve 2 failure, the installed pneumatics assembly was removed and swapped out with a pneumatics assembly used for testing and engineering purposes. During hardware testing with this assembly installed, a ipc leak failure occurred. The ipc rear housing and tubing were replaced and the system was retested. The device passed hardware testing without failure. The 2 port solenoid valve will be replaced during repair before the device is tested.